Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. The evaluation found that the plug unit was not responding. In addition to what's reported , the following nonreportable malfunctions were identified: switch button 4 cut; control knob movement had minor platy; scratches, worn glue on various parts of the device; rubber cracked and chip on edge of objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, when the evis exera iii gastrointestinal videoscope was plugged into the olympus tower, the image was grainy and intermittent. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the event occurred temporarily due to user handling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.